Event description:
Procedure: gynecology. Reportedly, the specimen bag was not attached to the ring. When the device was opened, the bag just dropped out unattached. There were no reported adverse affects to the patient. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.